Event description:
Attorney alleges plaintiff received a right implant in 1992, as a replacement. Attorney also alleges plaintiff has experienced major health problems including arthralgia, pain in the hands, wrist, shoulders, hips, ankles and feet, eczema, mitral valve prolapse, cardiac arrhythmias, nasal dryness, canker sores and dry skin as well as weight loss, chronic fatigue and migraines. The client suffered complications through pregnancy. The plaintiff claims that the implants were defective and that the gel was allowed to enter her body, and in doing so, caused her irreparable damage. In june, 1994 the plaintiff's right implant was "excised" and not replaced. Reference mw072375.